Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3 on a patient with an enlarged atrium, and a medical history of atrial fibrillation, heart failure, diabetes, hypertension, cerebrovascular accident (cva), and chronic kidney disease. A steerable guide catheter (sgc) (51006r1013) was prepared per the instructions for use (IFU). A mitraclip xtw (50929a4022) was then prepared per the IFU. However, after testing the lock, after loading the clip into the introducer, multiple air bubbles were observed in the flush port of the steerable sleeve. It was noted that multiple latent air bubbles were observed at where the catheter leaves the steerable sleeve. Troubleshooting was performed, however, the issue continued to occur. Therefore, the clip was not used and was replaced. A mitraclip xtw (50929a3058) was then prepared per the IFU. However, while inserting the clip into the sgc, it was observed that one latent bubble was crossing through the flush port of the steerable sleeve, where the catheter leaves the steerable sleeve. In the physician¿s opinion, it was fine, and the procedure was continued. The clip was then successfully deployed without complications. However, after deployment, while removing the clip delivery system (cds) into the sgc, while aspirating, air was observed in the sgc hemostasis valve. The sgc (51006r1013) was not holding fluid column. Aspiration was then performed to remove the air from the sgc. The sgc was then removed from the patient. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported leaking flush port was confirmed via returned device analysis. Additionally, the hemostasis valve flush port was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the investigation of the returned device, the most likely root cause was determined to be mother nature/environment due to environmental stress cracking (esc) occurring on the luer. The reported leak was a cascading event of the reported cracked flush port luer. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.